Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm and error code 45639, before test. There was no patient involvement, no injury was reported.

Manufacturer narrative:
B3 - date of event: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. A review of the service history identified no prior repairs associated with the reported failure mode. The device was visually inspected, and functional testing was performed. However, the pump could not be turned on, and error 45639 was displayed continuously. The allegation made by the complainant was confirmed. The cause of the reported issue could not be determined. The problem was resolved after replacement of the mainboard. Upon successful completion of all evaluation activities, including functional and accuracy testing, the device will be returned to the customer.